Manufacturer narrative:
The devices has been sterilized and released according to all applicable procedures. Eno dr (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 23-july-2020 use before date: 23-july-2022 sterilization lot: s0460-3417 vega r52 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 10-march-2019 use before date: 10-march-2022 sterilization lot: st-08425 vega r45 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 19-july-2017 use before date: 19-july-2020 sterilization lot: st-04913 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on 2025-11-07, information was received from a distributor. Eno dr (s/n: (B)(6), vega r45 (s/n: (B)(6), and vega r52 (s/n: (B)(6) were explanted due to infection. The date of explantation is unknown.